Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states a pump issue. Upon triage it was noted that the unit has a power cord with exposed copper wires.

Manufacturer narrative:
An evaluation of the scd express was performed for the reported condition of, ¿a pump issue¿. The unit was triaged and the tech found the unit had exposed copper wire. Verified complaint of exposed copper wire on the power cord. The power cord was examined and it was found that the power cord was cut on the end of the pug that plugs into the unit. The outer shielding was found to have a tear and the copper wire was exposed. The positive, negative and ground prong were observed for damage-none found. There were no other anomalies observed on the power cord. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.